Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited fluctuating impedances on the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. This pacemaker remains in service. The cause of the observation was not determined. No additional adverse patient effects were reported.